Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. High powered visual inspection of the header noted no anomalies. The battery case was removed and the high voltage (hv) capacitors were removed from the circuit. High powered visual inspection of the flex circuit on top of the hv capacitors noted that five out of the six connections had fractured solder joints. Analysis confirmed the cause of the errors was due to the cracked solder joints on the hv capacitor. Additionally, a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device revealed an error indicating an unexpected reset had occurred during a charge or shock delivery. Review of the data showed there were two instances where errors occurred and it appeared the device had not completed a charge without an error code in approximately eleven months. The device was explanted and returned for testing. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that interrogation of this device revealed an error indicating an unexpected reset had occurred during a charge or shock delivery. Review of the data showed there were two instances where errors occurred and it appeared the device had not completed a charge without an error code in approximately eleven months. The device was explanted and returned for testing. No additional adverse patient effects were reported.